Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device fractured during the procedure. Please note, no piece of the device broke off inside of the patient.

Event description:
It was reported that the device fractured during the procedure. Please note, no piece of the device broke off inside of the patient.

Manufacturer narrative:
Alleged failure: the end segment of the planer head was fractured and could not be used normally. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the blade coming in contact with a hard object causing damage to the teeth and hitting the housing edges. Excessive pressure, such as bending or prying, may cause the arthroscopic shaver blades to bend/break. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.